Event description:
It was reported that post implantation of the preloaded, monofocal, intraocular lens (iol) the surgeon noted the iol had a crack through the center of the ocular surface. The iol was subsequently removed and replaced with a backup lens. There was no report of patient injury. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a - lens was removed/replaced during the same procedure. Section d6b - explant date: n/a - lens was removed/replaced during the same procedure. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 24-nov-2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection of the simplicity revealed a stress mark on the cartridge tip, and the tip was slightly deformed. Ophthalmic viscosurgical device (ovd) was observed inside the cartridge. The plunger rod, lens module, and handpiece were inspected; no issues were identified. The lens was visually inspected revealing that the lens was coated in viscoelastic residue. The lens was cleaned and inspected; the lens was cut with damage to the center of the lens. The complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.